Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during the initial drain, patient connected. The technical service representative (tsr) instructed the hp to cycle the power until the alarm cleared and advised the hp to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.